Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the customer complained of occasional high oxygen alarms while using this c1 on patients and asked the local staff to repair the c1. No patient harm or consequences. Replacement of ventilator.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Within the UDI-pi project, hamilton medical did realize that the reported device (brand name: hamilton-c1 / model number: 161003 / catalog number: 161003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
The following was reported to hamilton medical ag: the customer complained of occasional high oxygen alarms while using this c1 on patients and asked the local staff to repair the c1. No patient harm or consequences. Replacement of ventilator.